Manufacturer narrative:
Additional information has been requested and is currently not available. The manufacturer did not receive the device for investigation, according to the information received, the hospital discarded the device as biohazard. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted with an anatomical shoulder fracture, humeral stem, 7-130 on the left side on an unknown date and was revised on an unknown date for joint reduction. During the surgery they were unable to reduce the joint after implantation of the glenoid component and removal of stem was not possible.

Manufacturer narrative:
Concomittant medical device: - anatomical shoulder fracture, humeral head, left, 40, ref# 01.04227.400, lot# 2739137 the following reports are associated with this event: - 0009613350-2018-00137 - 0009613350-2018-00138 device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: implants could not be removed. Review of event description: it was reported that the patient had a first revision due to rotator cuff tear which is treated in complaint cmp-0345649 (0009613350-2017-01670). The surgeon was not able to remove the stem during the surgery. This complaint cmp-0362247 considers that the stem could not be removed in the first revision. In the second revision the stem was successfully explanted. Review of received data: one x-ray was received. The x-ray is dated 04/11/2017. The x-ray was reviewed by an independent healthcare professional. A rotator cuff tear could not be identified on the provided x-ray. No MRI tomography pictures were sent in. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from surgical techniquue and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: - surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to insufficient, unavailable or over complicated surgical technique => possible: no surgical reports received. It is unknown how the procedure was performed to remove the stem. It can be that the surgeon did not follow the surgical technique. - surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes => not possible: no issue with compatibility. The compatibility was ok. - components which not mate properly due to interaction of parts outside of design requirements and intent (i.e. Instruments and implants form connections which are not desired) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Conclusion summary: it was reported that the patient had a first revision due to rotator cuff tear in complaint (B)(4). The surgeon was not able to remove the stem during the surgery. This complaint (B)(4) considers that the components (stem) could not be removed in the first revision. In the second revision the components (stem) were/was successfully explanted. One x-ray is received. The x-ray is dated 04/11/2017. The x-ray was reviewed by an independent healthcare professional. A rotator cuff tear could not be identified on the provided x-ray. No MRI tomography pictures were sent in. No devices were sent back for product evaluation. Therefore, the condition of the components is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).